Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one siglu60a loading unit. Visual and functional testing confirmed that the device would not fully open when unclamped. It was determined that the pivot screw was tight. This can create added friction between the anvil tissue stops and the channel preventing the device to fully open. It has been determined that the root cause of failure to fully open was due to an improper screw assembly. Improvements have been initiated to mitigate this condition. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux n y gastric bypass procedure, the loading unit was put on the stapler and tested. When the surgeon inserted the device into the patient the stapler would not fully open. It was also reported that the device was not articulated or obstructed. It was then removed from the patient's cavity to be tested, but the same issue persist and still would not completely open. A new loading unit was used to complete the procedure. There was no patient injury.